Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer stated that he jumped in the pool and the insulin pump had visible moisture. So he placed it in rice. The customer noticed frequent alarms after fluid exposure. Customer stated the insulin pump alarmed battery test failed, motor and buttons were not working. It was found in the troubleshooting for fluid exposure that the battery was out for the insulin pump for 24 hours. Customer's blood glucose was unknown. Customer declined to do troubleshooting for failed battery test, battery out limit and keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.